Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, hypotension occurred. Cardiopulmonary resuscitation (CPR) was performed; however, the patient did not recover and expired. Per the physician, it was suspected that calcification in the anatomy might have dislodged into the coronary arteries and resulted in hypotension and subsequent death. There was no allegation against the function of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.